Event description:
It was reported while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii), there was a potential false result due to contamination. There was no report of patient impact.

Manufacturer narrative:
This MDR was previously submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483. After additional review, it was determined that no additional mdrs were required for this malfunction. This MDR should be considered cancelled.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history review for batch 3214128 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3214128. No retention samples for this batch were available for investigation. 2 photos were received for investigation; photos show contamination in batch 3214128. Twenty plates from batch 3214128 were returned as two unopened sleeves shipped in a box with bubble wrap. Plates were inspected and 2/20 plates had surface bacterial growth (time stamps 0756 and 0918). Affected plates were submitted to the ID lab and pseudomonas synxantha was identified. This complaint can be confirmed. No complaint trends have been identified on this product for this defect. Bd will continue to trend complaints for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii), there was a potential false result due to contamination. There was no report of patient impact.